Event description:
Reported by surgeon as: lap-band tubing fracture. The tubing is being returned. Follow-up findings: surgeon reported "diagnosed with contrast study as circuit leak, thought to be where tubing passes through abdominal wall. At operation the tubing was identified and the leak appeared to be caused by the tube having come away from the belt portion of the band. The tubing attached to the band appeared on inspection and palpation to be harder and more rigid than the port tubing, attached to the port. Patient did not consent for laparoscopy or band removal so band left in situ.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the event date, patient date of birth and weights has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."